Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0p1h6, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient has been receiving 50% relief in symptoms. The patient was diagnosed with a urinary tract infection (uti) and was on bactrim to treat it. It was noted that the uti was causing some frequency and she had some blood during urination. The health care provider did not think blood was from uti but from a burst hemorrhoid. The patient wanted to know if increasing stimulation would help. The patient was instructed how to perform increase and was told once infection resolves, she may need to decrease stimulation since previous setting was effective at 50% or greater reduction in symptom. The patient understood and stated she would have her husband help her when she got home. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had a uti in (B)(6) 2015. The patient had the uti for a month and was doing well until then. The patient had not had any adjustments and had been on antibiotics for a month. The patient had 3 rounds of antibiotics. The patient also had problems with their bowels 3 weeks ago. The patient had pain on the right side for 1.5 weeks. Today the patient developed sharp pains near the implantable neurostimulator (ins) location and it was 4 inches to the left. This was due to a sudden change in symptoms. There were no trauma or falls that could be related to the issue. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient could not tell if the implant was helping their symptoms because they kept getting utis all the time. It was also reported that they were having fecal accidents. It was stated that they could feel small balls of feces dropping, and when they would go to the toilet, it would fall out. It was noted that their healthcare provider said they should not go back to their colon healthcare provider about the issue. It was noted that at the end of the call, the patient was feeling comfortable stimulation at 1.5v. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.